Event description:
Case report from (B)(6) reported as: "patient male, (B)(6), with thoracic aneurysm just after the aortic isthmus. The aortic arch has been totally replaced with a surgical prosthesis with 3 branches weeks before. Surgical exposure of the femoral artery for the procedure. After positioning the prosthesis close to lsa origin, without any problem during navigation of the system, dr. (B)(6) tried to deploy the prosthesis relay plus 38x200mm. He changed the position in number 2 and started to retrieve the grey handle under fluoro. The tip of the device and the prosthesis came back as the whole system was still in position 1. The "d" marker didn't move at all respect to the prosthesis. He checked the control, the position 2 was right in place. He move to 1, replaced the device in the right position on the proximal neck and moved again to position number 2. The same thing happened, the constraining sleeve didn't move and the system came back as still in position number 1, even entering the outer catheter. He then tried to retrieve the prosthesis in the outer catheter in position number 1, placing the system in descending thoracic aorta, but due to the friction of the system it was possible to retrieve just half the prosthesis. He preferred not to take out the prosthesis as it was not entirely protected in the outer catheter and decided to try for the last time. He positioned the prosthesis in number 1, moved to position 2 and finally he was able to deploy the prosthesis in that position but keeping blocked the inner catheter with the help of a fellow. In this way the "d" marked began to move and the prosthesis was right placed. He then ended the procedure with the step number 3 and 4 as usual".